Manufacturer narrative:
Device unable to prime during the prime/compromised force sensor system test due to faulty force sensor resistor. No motor error alarm. Motor passed motor test. Drive support disk was inspected and no anomaly was noted. Missing end cap sticker. No motor position encoder error alarm on alarm history screen. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the device alarmed a motor error alarm. Customer cleared the alarm and rewound the device, then the device alarmed another motor error alarm. Customer's blood glucose was 458 mg/dl. Device was able to rewind. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.